Manufacturer narrative:
The investigation included a review of the batch history record, complaint trending and system risk analysis (sra). The batch history record could not be reviewed as the lot number was not available. Complaint trending by lot number could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The likely assignable cause of this issue was failure to follow instructions. A customer letter was sent informing on how to properly heat cidex opa solution the customer has also been sent the instructions for use (IFU). The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
A customer reported using cidex® opa solution at a temperature lower than what the instructions for use (IFU) states. There are no serious injuries reported. The cidex® opa solution IFU states for high level disinfection to be achieved the solution must be at a minimum of 20 °c (68°f). The customer was advised to always follow the IFU and to use a medical grade heating tray to maintain the proper temperature. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high level disinfected.